Event description:
The device was used to diagnose the pt to be in ventricular fibrillaton. Allegedly, the device operator initially had difficulty removing the standard paddles set from the device paddles wells, resulting in a delay to pt care. When the operator later discharged defibrillator energy to the pt using the standard paddles, an 'abnormal' discharge message was displayed. A backup device was made available and was used. The pt was not resuscitated.